Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of evaluation and legal manufacturer's final investigation. From the evaluation, the suggested phenomenon was confirmed - foreign material was clogged in the nozzle. Minor surface scratches, a dent on the plug unit, peeling cement, a dent on the distal cover were also observed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that foreign materials such as gauze, a piece of parts from peripheral device, body fluid, residues from used chemical agents clogged in nozzle due to inappropriate reprocessing after previous procedure. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "·operation manual_ preparation and inspection -inspection of the endoscope inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities - inspection of the endoscopic system * inspection of the air-feeding function * inspection of the objective lens cleaning function" users can reduce/prevent the suggested event by handling the device in accordance with the following IFU: "·reprocessing manual_precleaning the endoscope and accessories -warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. -flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. -flush the air/water channel with detergent solution - remove detergent solution from all channels - rinsing the endoscope and accessories following disinfection ·presoaking the endoscope if there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The scope was returned to the service center and is pending evaluation. The cause of the reported event cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during an unspecified procedure the air/water nozzle was clogged and foreign material was exiting the channel. It is unknown if the intended procedure was completed. There was no patient injury reported.